Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but a similar product is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in may 2020. Investigation : we did not receive neither the complaint sample nor the x-ray pictures for investigation. Without these elements, no thorough investigation is possible and we cannot conclude on the real cause of this incident. If new element become available in the future, we will reopen this complaint. This is a rare incident, no corrective action is envisaged for the moment.

Event description:
Catheter rupture.